Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing persistent pain at the ipg site. Follow-up identified surgical intervention was undertaken on (B)(6) 2014 at which time the ipg was relocated to the right lower back area. Effective stimulation was achieved postoperatively. The issue is resolved.